Event description:
On (B)(6) 2014 it was noted that over sensing was still present on the right atrial lead. No noise could be reproduced with provocative movements in the clinic. The patient was in good condition and would be monitored.

Event description:
New information stated that the patient presented for follow-up on (B)(6) 2015, the lead continued to exhibit noise. All other electrical parameters were normal. The patient was in good condition and would be monitored.

Event description:
New information noted that the patient presented for follow-up on (B)(6) 2014, the atrial lead continued to exhibited noise. The device was reprogrammed and the patient would be monitored.

Event description:
New information stated that the patient presented in clinic for follow-up on (B)(6) 2015, the lead continued to exhibit noise resulting in multiple auto mode switch episodes. The patient was in good condition and would continue to be monitored.

Event description:
It was reported that during routine follow-up, the right atrial lead exhibited intermittent over sensing. The patient was in good condition, the lead remained implanted. The patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.